Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they were in a car accident last week and have been having problems with their pump since then. The patient stated that ¿the pump is hanging out of their body and when they stand up, they can see the pump moves around.¿ the patient also mentioned that ¿the last time the pump was calibrated, they were 350 lbs and now they are 240 lbs.¿ the patient was concerned that the pump would start beeping in probably 2 weeks because they were due for a refill, but they couldn¿t make the drive to their current healthcare provider because they didn't have a vehicle and they were having difficulty locating a new healthcare provider to take over the management of their pump.